Event description:
Per the hospital, the patient underwent surgery (date not reported) for skin flap revision. The patient had oozing and discharge as well as skin breakdown and device exposure. Explant and reimplantation is planned, but had not taken place at the time of this report 2009.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Implanted device remains.

Event description:
According to the reporter: when the device was inserted, it cracked. Fallen piece could be retrieved. Used other device. No bleeding. The piece fell outside the cavity, and it was found. No tissue damaged. Operative time not extended more than 30 minutes. No patient info available. No injury to the patient.